Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted transistor on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor is unable to complete essential performance testing.